Event description:
It was initially reported that the physician had trouble communicating with a patient's generator. A company representative when to the site and confirmed there was no issue with the physician's programming system. The physician was asked the patient's information but the physician was too busy to discuss the patient. Additional following with the physician's office indicated that the physician does not recall anything about the patient. Since it is unknown who the patient is it is unable to be confirmed that the patient has been successfully able to be communicated or that they may be at end of service.

Manufacturer narrative:
.